Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received notes that prior to lead explant, noise was observed. It was not known if the noise was related to the lead or the ICD header.

Event description:
It was reported that during follow-up increased capture threshold and oversensing were observed. The lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The segments of the lead that were returned were otherwise normal. Without return of the entire lead, a complete analysis could not be performed.